Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the pump battery could not be charged. A replacement pump was sent to resolve the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer's mother helped them resolve the elevated bg by giving them a manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.